Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. The functional evaluation found no failure, the device works within the normal range. We have not been able to establish a relationship between the event reported and the device. Probable causes may be kinks, leaks and blockages in the vacuum circuit, or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: case- (B)(4).

Event description:
It was reported that during treatment a persistent alarm appeared indicating a full canister/ or blocked tubing, which was not the case at first glance. There was no delay a no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.